Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that after a total right knee replacement surgery, the patient experienced recurrent effusions which were aspirated multiple times. It was noted that these procedures failed to improve the patient's symptoms. No surgical or medical interventions were reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report. G3: (B)(6) 2023. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, e, f. The reason for the joint effusion reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.